Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet mobile app displayed data on the device but report syncing on multiple android phones repeatedly showed 0% and then reverted to ¿last synced less than a minute ago,¿ and the ilet clock was observed to be several minutes different from the phone, consistent with a date/time-related software problem involving the device clock. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communications with the user and review of information provided by the user. Investigation of this case revealed an issue consistent with incorrect data handling related to time definitions in software, associated with the device clock component and a date/time-related software problem. It was concluded, based on previously established findings for similar reports, that the cause was inadequate validation of a design change.